Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date was sometime in (B)(6) 2015. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated with an open reduction internal fixation (orif) on the patient's left distal femur using a titanium less invasive stabilization system (liss) plate; approximate date of original implant was in (B)(6) 2015. The patient went in for revision surgery of the left distal femur on (B)(6) 2015. Hardware removal of all the less invasive stabilization system (liss) parts were successfully removed. During the removal of one the distal locking screws, a star/hexdrive screwdriver t25 3.5mm hex/self-retaining tip broke off during removal. There was no medical/surgical intervention and no surgical time delay. The procedure was successfully completed. The patient status/outcome is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Manufacturing location: (B)(4). Manufacturing date: 18august2014. Part: 03.010.150, lot: 7766594 (non-sterile) - star/hexdrive screwdriver t25 3.5 mm hex/self- retaining. Lot was release to the warehouse on 18august2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is an instrument and is not implanted/explanted. Initially reported as (B)(6) 2015; should be (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: one t25 star/3.5mm hexdrive screwdriver (part 03.010.150, lot 7766594) reportedly broke at the tip during screw removal. The returned driver had the tip twisted in the direction of screw removal. The driver may have not been fully inserted into the screw head recess during removal or the screw may have been heavily encapsulated in bone, requiring a large amount of torque to remove it. The complaint condition could not be replicated. The complaint is confirmed as the tip is damaged. The t25 star/hex driver is used in a number of systems including pediatric lcp, 4.5mm va-lcp curved condylar and 4.5mm lcp medial proximal tibia plating systems. The driver is used to insert/remove t25 or 3.5mm hex screws. Product drawings were reviewed during the evaluation and no design issues or discrepancies were noted. If the full tip of the driver was not fully inserted into the screw head recess, it could cause a concentration of torque at the tip causing the driver to deform as seen. A large amount of torque may have also been required to remove the screw if it were heavily embedded in the bone. Details regarding the technique are not known and so an exact root cause could not be determined. Product drawing was reviewed during the evaluation and no design issues or discrepancies were noted. Device history record review showed there were no issues during the manufacturing of the product that would cause the complaint condition. This product was manufactured on 18august2014. The driver may have not been fully inserted into the screw head recess during removal or the screw may have been heavily encapsulated in bone, requiring a large amount of torque to remove it. An exact root cause could not be determined. No design issues were noted during the evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.